Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited r-wave amplitude variation, capturing issue, noise problem. Chest x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.